Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and forwarded to the supplier for further evaluation. The device was visually, functionally, and electrically tested. The device shows signs of activation with procedural debris around the active tip. The suction port is blocked with debris. The device passed all electrical and most functional tests without deficiency. The functional flow rate test was the only failed function. In order to investigate the blockage, the device was split open. A very small leak was detected between the return tube and the active suction tube. It is possible that there has been a breakdown of the glue pocket in the distal section causing a reduced flow rate. This subsequently would cause a build-up of debris within the suction path of the device. The supplier had concluded the root cause to be attributed to normal procedural debris buildup. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed however, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the suction was not working on the vapr premiere 90 electrode device. According to the reporter, the event occurred at the beginning of the surgery before use on a patient. It was not reported if there was a delay in the surgical procedure or if a spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.